Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had a crack in the silicon covering of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Traces of charred material were evident on the heater wire. Microscopic inspection showed that the heater wire was slightly bent but remained attached at the tip and at the base. The silicone insulation on the cold jaw was peeled and detached at the tip towards the middle of the jaw, partially exposing the inner metal part underneath . The detached part of the boot was not returned to the factory. Based on the returned condition of the device and the evaluation results, the reported failure "peeled jaw" and the analyzed failure "material twisted/bent" were confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had a crack in the silicon covering of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.